Manufacturer narrative:
Specific initial and repeat data for patient 1 and 2 were provided: patient 1 initial 16.6, repeat 14.0, 22.6, 13.7 patient 2 initial 20.7, repeat 10.1 further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided an evaluation is in process, a follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant hemoglobin results for multiple patients on the cell-dyn emerald analyzer. The customer gave one example of 25 which repeated between 12 and 15 g/dl. There was no impact to patient management reported.